Manufacturer narrative:
The technician found the left and right side rail cables were the issue. The technician replaced the left and right side rail cables to resolve the issue.

Event description:
The technician alleged the bed had no functions and the battery led was on. No pt impact.